Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to patient no longer wanted the device. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4)description: linear st lead, 50cm model #: sc-4316 lot #: 17333112 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown procedure.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown procedure.